Manufacturer narrative:
Other applicable components are: product ID:97715 , serial# (B)(4), implanted: (B)(4) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were recently implanted. They stated that they had their previous implantable neurostimulator (ins) taken out, as it was causing problems with their legs. The patient would not provide any further information regarding this issue. No further complications were reported. The patient was implanted for spinal pain.